Event description:
It was reported that the user scanned a freestyle libre 3+ sensor with the libre app instead of pairing it with the ilet app, resulting in the sensor being in use by another device and an intermittent communication failure; a new sensor was applied and the user was transferred to manufacturer for replacement. No adverse clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user and partner organization. Investigation of this case revealed that the cgm pairing conflict was due to the sensor being claimed by a different application, which was resolved through guided setup and correct pairing on the ilet system. It was concluded, based on previously established findings for similar reports, that the cause was user-related setup sequence with no device malfunction.